Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0209030827, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that the patient had a return of nocturia on (B)(6) 2015. The cause was unknown. No diagnostics or troubleshooting was done. The implantable neurostimulator (ins) was stopped and started several times since (B)(6) 2015 to see if symptoms worsened without therapy. The ins had been on since (B)(6) 2016. "Betmiga alos" was given to the patient. No surgical intervention was taken or planned. The issue was not resolved at the time of this report. The event was ongoing, assessed as not serious, and related to the procedure and stimulation. The patient's medical history was idiopathic functional incontinence since 2007.

Manufacturer narrative:
Continuation of d11: product ID 309328 lot# 0209030827 implanted: (B)(6) 2015 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device was never replaced.

Manufacturer narrative:
Continuation of d11: product ID 309328 lot# 0209030827, implanted: (B)(6) 2015,product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported anal urgency on (B)(6) 2019. Additional information received reported that there was a replacement of the stimulator on (B)(6) 2020. Reprogramming was done and the event resolved on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.